Event description:
It was reported that the surgeon attempted to insert a +22.5 diopter cc4204bf collamer plate lens and the lens was torn while advancing in the cartridge. The reporter stated the incident was caused by the resistance in the cartridge. There was no pt injury.

Manufacturer narrative:
H6: evaluation codes: results - (other): visual inspection of the returned product showed that the lens was rec'd stuck inside the cartridge. There was a clear surgical residue on the cartridge, however, there was no visible damage noted. Based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector was not returned for eval.